Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device remains implanted.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician repositioned the ruby coil to optimize visibility of the aneurysm. However, while re-positioning the ruby coil, it unintentionally detached in the iliac artery. The physician used a snare device to move the detached ruby coil from the iliac artery and properly placed it in the intended aneurysm. The procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.